Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated he experienced a hypoglycemic event and a seizure in the middle of the night because the sensor failed. Emergency medical services (ems) was called and he was provided unspecified treatment. When his blood glucose increased to 60 mg/dl, he regained consciousness. The patient recovered and was not transported to the hospital. At the time of contact, the patient was doing okay. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.